Event description:
It was reported that the 9800 system had a problem with the lemo connector and the interconnect cable. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.